Manufacturer narrative:
The pump was received with intermittent esc, act, up and down arrow button response due to flattened button dome switches. The lcd keypad connector was not found unlocked during visual inspection. The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. No cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the customer's blood glucose increased to over 600 mg/dl due to a bent infusion set cannula. The patient had been treating via bolus but had to go to the hospital on (B)(6) 2017. Due to the bent cannula, she had not been getting insulin for 14 hours. The patient also had a kidney infection. She was treated via insulin drip and fluids. The husband also mentioned that the act button would only activate after two or three button presses. The insulin pump will be returned for analysis.